Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2017-05082, reference MFR. Report: 1627487-2017-05084. Follow up information received identified x-ray was taken and confirmed one lead migrated down and the other lead was wrapped around the ipg. Lead impedance test showed high for multiple lead contacts. Subsequently, a laminectomy was performed and the patient's leads were replaced with a single surgical lead, the same ipg was used. Effective stimulation therapy was reportedly achieved postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2017-05082, reference MFR. Report: 1627487-2017-05084. It was reported the patient's ipg was not connected to the leads. The patient has experienced pain since the lead-ipg connection was disengaged. Reportedly, the leads had pulled out of the ipg header. Surgical intervention is planned to address the issue.